Manufacturer narrative:
The local area field representative was contacted for additional information. No further information was available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that an invasive procedure was performed to reposition this model lead. The lead was successfully repositioned. No additional adverse patient effects were reported.